Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition. The event history log (ehl) was reviewed and there was a system fault 44,508 alarm. The reported problem regarding error code 44508 was duplicated. The error was found in the mu and ehl. While this error has occurred once based in the ehl, this error code could safely be cleared. The software error was cleared to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code 44508 a system fault. There were no reported adverse events.